Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2009 by the journal of surgical oncology titled ¿minimum five-year outcomes and clinical survivorship for arthroscopic transosseous-equivalent double-row rotator cuff repair¿. The study reviewed one hundred ninety-two (192) patients who underwent transosseous-equivalent (toe) double-row rotator cuff repair (rcr) using arthrex fiberwire to address soft tissue approximation and/or ligation. During the six (6) year follow-up period, fifteen (15) patients experienced a revision surgery. Ref: pogorzelski, j. Et al. Minimum five-year outcomes and clinical survivorship for arthroscopic transosseous-equivalent double-row rotator cuff repair. J am acad orthop surg 27, e1093-e1101, doi:10.5435/jaaos-d-18-00519 (2019).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.